Manufacturer narrative:
Vyaire medical complaint number: (B)(4). Results of investigation: this unit was serviced by a vyaire medical authorized service technician. The service technician was able to verify the customer's reported issue during testing and evaluation. The service technician replaced the turbine to address the reported issue.

Event description:
It was reported to vyaire medical that the ventilator's turbine would not rotate. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
Failure analysis results: vyaire medical received the defective component for failure analysis. The component showed no visible defects, damage, or contamination. The assembly was installed into a known good and calibrated test unit and powered in maintenance mode. The turbine operated normally and within specification. The reported complaint was not able to be duplicated.